Manufacturer narrative:
Response to event device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined. Technical operations was unable to conduct internal investigation due to cartridge lot's expiration.

Event description:
Customer reports individual received a false positive result on (B)(6)2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 22677c, reader sn (B)(6). A repeat cue covid-19 test performed on the same day provided a negative result. Individual completed a negative antigen test but didn't provide test date or brand. Although requested, customer was unresponsive and did not respond to technical supports three attempts to obtain additional information.